Manufacturer narrative:
The original date received by manufacturer reported was incorrect. The correct date received by manufacturer of november 16, 2018 has been updated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leakage occurred when using an unknown bd ¿ syringe/needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Sample evaluation: one loose integra 3ml assembled syringe was received by bd (B)(4) from an unknown batch # and p/n. The sample was visually evaluated. The plunger rod was removed from the syringe to evaluate the stopper. A hole was observed in the stopper surface. Conclusion: based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause for leakage past stopper: an injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. CAPA (B)(4) was opened to address the product defect and failure mode identified.